Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. How was the bleeding addressed? Does the surgeon routinely wait 15 seconds prior to firing? Were any difficulties experienced with device intraoperatively to include staple formation? What was the estimated blood loss? Was a blood transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status?

Event description:
It was reported that the doctor performs gastric bypass surgery without problems during the procedure, but the day after the procedure, the patient has bleeding and must be reoperated and have to perform an entire anastomosis again. The surgeon indicates that he begins to have bleeding and that he had to re-enter the patient because the reloads fail to perform a correct closure for the intestine.